Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had delivered several inappropriate shocks to the patient in 2020 due to supraventricular tachycardia (svt). The physician was reviewing data for this patient in latitude and observed many different non-sustained ventricular tachycardia (nsvt). Data analysis was requested, and boston scientific technical services indicated that the events corresponded to a gradual increase in atrial rate that was stable, and most likely related to exercise. There was no ventricular tachycardia in these episodes. Technical services provided programming options. There were no additional adverse patient effects reported and the device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had delivered several inappropriate shocks to the patient in 2020 due to supraventricular tachycardia (svt). The physician was reviewing data for this patient in latitude and observed many different non-sustained ventricular tachycardia (nsvt). Data analysis was requested, and boston scientific technical services indicated that the events corresponded to a gradual increase in atrial rate that was stable, and most likely related to exercise. There was no ventricular tachycardia in these episodes. Technical services provided programming options. There were no additional adverse patient effects reported and the device remains in-service.